Event description:
I had sientra textured round implants (B)(4) implanted (B)(6) 2017. Since implant I have been extremely ill, vertigo, mono like symptoms, fatigue, migraines, rashes and constant feeling of ill despite being whole food plant based and an active athlete who runs, swims, bikes and competitive springboard and platform diver. I am getting my implants out as I feel in my gut this is the cause of my illness. FDA safety report ID# (B)(4).